Manufacturer narrative:
The d205f7 catheter was returned for evaluation. Customer report of pacing issue was confirmed. Continuity testing found that there was an open condition in the ventricular proximal circuit. The rest of the circuits were continuous without short conditions. Further examination found that there was a full open condition around ventricular proximal electrode in the ventricular proximal circuit. No visible damage or inconsistency was observed from catheter body, syringe, connectors and balloon. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. As part of the manufacturing process, 100% of the units go through an electrode electrical inspection. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Therefore, no root cause could be established. The device history review was not completed as a lot number was not provided. The instructions for use provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The device history review has not been completed as a serial/lot number was not provided. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that ventricular pacing was unable to be performed from the beginning of use after the catheter insertion. The d205f7 catheter was repositioned but the issue persisted. The issue was resolved by replacing the catheter. The following information was unable to be obtained what kind of surgery examination the catheter was used for or whether the patient had cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported.